Event description:
The initial reporter received questionable gen.2 ise indirect for na on a cobas 8000 cobas ise module. The initial result was reported outside of the laboratory. The customer was prompted to repeat the sample due to an invalid anion gap. The initial na result was 130.7 mmol/l. The sample was repeated on another analyzer and the result was 140.0 mmol/l. The repeat result was deemed correct. The electrode serial number and expiration date were requested but were not provided.

Manufacturer narrative:
The customer reported that they cleaned the electrodes and performed ise checks, calibration, and qc successfully. They indicated that their maintenance actions resolved the issue.